Event description:
I was subjected to voluntary ect for depression. I had 6 treatments within 2 weeks time in 1990. I was told by the treating psychiatrist then that there would be no side effects except, possibly, "some short-term memory loss". However, I found that my memory for certain events- some important to me- that had transpired for days to years previous to my treatment had been wiped clean. Over the course of several years following this, some of these memories gradually returned. However, the feeling of being robbed of parts of my life history, and being lied to by the psychiatrist about this loss of memory which I found later was common to many ect patients - made me very angry.